Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient was hospitalized for elevated blood glucose (bg) of 700mg/dl with nausea, vomiting, shortness of breath, and diabetic ketoacidosis. The patient was reportedly treated with insulin from the pump and with IV fluids. The reporter stated that the patient had come off the pump due to a blank display screen, and that the alleged bg excursion occurred while the patient was on a back-up plan for insulin delivery. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia while on a back-up plan for insulin delivery associated with a blank display screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.